Event description:
A 6 mm diameter x 18 mm length racer biliary stent system was inserted into a pt for the treatment of a right renal artery lesion in 2004. The renal artery was moderately calcified with no tortuosity. It was reported that the lesion stenosis was greater then 95 percent. The lesion was not pre-dilated. It was reported that the delivery would not advance to the intended lesion site. The physician was attempting to remove the stent when the stent dislodged from the balloon onto the guidewire. The sheath, delivery system and guidewire with the stent still on the wire were all removed successfully as one unit. The lesion was pre-dilated and treated with another stent. No additional clinical sequelae were reported and the pt is fine.